Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported issue was confirmed; however, the foreign material inside of the device via photo provided, could not identify the material. Also, the root cause of the stain remaining in the subject device was not identified, and it is unknown if the reprocessing was conducted in accordance with the IFU. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states detection methods. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a white foreign material found inside the air water channel and jet channel tube. There were no reports of patient involvement.